Manufacturer narrative:
On june 26, 2024, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement device was a mentor breast prosthesis with serial number (B)(6). In addition, the patient also experienced anisomastia. It was also mentioned that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and implant site fluid collection. Section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent a primary breast augmentation with two 370cc mentor memorygel xtra breast implants and experienced a rupture on the right side post-operatively, which was diagnosed with an MRI. In addition, the MRI also showed that the patient experienced implant site fluid collection on the left and right side. As a result, the patient is to undergo bilateral device explantation on (B)(6) 2024. This report is for the right side device.

Manufacturer narrative:
On july 16, 2024, mentor received additional information regarding what the patient experienced. It was reported that the patient also experienced a rash on her back due to the implant. On july 16, 2024, the mentor failure analysis lab has received the device for evaluation. On july 22, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the smooth mod + prof xtra 370cc breast implant was found to be ruptured. Microscopic examination was performed, and the cause of the rupture could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).